Manufacturer narrative:
The customer contacted the siemens customer care center to report the discordant sodium result. Quality controls (qc) were within range. The customer verified that all bags were rolled up and consumables were full. The customer primed all consumables and verified that they were priming properly. The customer cleaned the pogo pins, styletted integrated multi-sensor technology (imt) rotary valve ports and ran calibration and dilution check, which passed. The customer also ran qc and patient samples, which were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and did not find any errors. The cause of the discordant, falsely elevated sodium result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The sample was auto-repeated on the same instrument, resulting lower. The second tube from the same sample draw was run on the same instrument and on an alternate instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
The initial MDR 2517506-2018-00022 was filed on 17-jan-2018. Additional information (29-jan-2018): a siemens headquarters support centre (hsc) specialist reviewed the instrument data. Quality control was within range and did not suggest an instrument or reagent issue. The discordant result for sample (B)(6) does not coincide with any change in integrated multi-sensor technology (imt) fluid or sensor. The sses air measurement test for the initial run of sample (B)(6) was high in comparison to other samples suggesting that the measurement was impacted by the fluid flow issue. The hsc specialist concluded that the potential cause of the discordant result for sample (B)(6) was sample specific due to poor sample quality and presence of gel, fibrin, micro-clots, and/or cellular debris in the sample which impacted the proper imt fluid flow and positioning of the sample across the sensor for the initial run of sample.